Event description:
The pt was presented to the interventional lab for an embolization and coiling procedure of an aneurysm located in the connecting region of the internal carotid artery and the communicating artery. There is no medical history available for the pt. The aneurysm measured 18mm x 15mm. After accessing the aneurysm with an essence microcatheter(mc), the physician inserted 2 coils into the aneurysm, without difficulty. As he attempted to place a third coil, the coil pre-maturely detached in the mc. The physician decided to remove the mc and the coil, stimultaneously, and used a new mc and coil to complete the procedure. There was no adverse consequence to the pt. The pt is in good condition. Please note that CAPA 542 has been opened to address this issue.